Manufacturer narrative:
The brakes not holding/working could lead to unintentional movement of the stretcher which has the potential to cause serious injury. The technician replaced the casters at the foot end in order to resolve the problem.

Event description:
A technician found that the brakes would no longer hold at the foot of the stretcher. Pursuant to our response to warning letter, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.